Manufacturer narrative:
(B)(4). The lot was manufactured from october 16, 2013 to october 17, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported condition. Functional leak testing identified backflow (leakage) from the fill port during filling. The leak was determined to have occurred due to a 0.4 mm particle trapped under the check-band. Fourier transform infrared spectroscopy (ft-ir) scanning found the particle to be polypropylene material with silicone oil. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during filling of an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.